Event description:
Healthcare professional reported following injection in the cheeks with juvederm voluma with lidocaine and with botox and "teosyal" to unspecified sites, pt was port treated with "arnica cream" and ice. The pt reported to the healthcare professional that they developed redness and swelling to "one of the injected sides and a rash that has gone red and has spread throughout the face and back." Pt self-treated with antihistamines. Symptoms resolved the day after injection.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of redness, edema and skin rash are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.